Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that there had not been any malfunction of the insulin pump or sensor. She stated that she was at the airport and became unresponsive. She reported that emergency medical services were called, and she was treated with glucose via intravenous drip. She noted that she had been wearing the sensor, but it never alarmed her that she had a blood glucose reading below 70 mg/dl. She reported that the insulin pump did alarm with a false alert; however, her blood glucose reading was 42 mg/dl. She was advised that it may have been possible that her blood glucose was falling too rapidly for the sensor to identify the low glucose event quickly enough for her to respond. She did not believe there was any issue with the insulin pump nor sensor. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.